Event description:
It was reported that patient presented in clinic. The patient's pacemaker exhibited far field oversensing and pacemaker mediated tachycardia. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of unspecified oversensing and pmt (pacemaker mediated tachycardia) were unconfirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis performed and were normal. Sensing of both channels shows no indication of pmt. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion. No other anomalies were found,